Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance that had been hovering around 115 ohms and had just triggered out of range greater than 150 ohms. The plan was to continue to monitor and increase the alert threshold to 170 ohms. Technical services recommended performing commanded shocks to test. The lead was surgically abandoned instead of completing the commanded shock. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance that had been hovering around 115 ohms, and had just triggered out of range greater than 150 ohms. The plan was to continue to monitor and increase the alert threshold to 170 ohms. Technical services recommended performing commanded shocks to test. The lead remains in-service. No adverse patient effects were reported.